Event description:
It was reported that patient underwent hip arthroplasty in 2007. Subsequently, patient developed pain and radiographs taken revealed excessive wear superiorly on the liner. A revision procedure was performed in 2009, and the modular head and liner were removed and replaced.

Manufacturer narrative:
User facility filed report after receiving a faxed letter from biomet on september 15, 2009 with event details. This follow-up report is being filed to make the FDA aware that the user facility report attached to this medwatch for manufacturer report number 1825034-2009-00209 is for the same patient, part number and event. This report filed october 14, 2009.

Event description:
It was reported that patient underwent hip arthroplasty in 2007. Subsequently, patient developed pain and radiographs taken revealed excessive wear superiorly on the liner. A revision procedure was performed in 2009, and the modular head and liner were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned component found it to be unremarkable with a few minor scratches. The condition of the liner also returned indicated that the modular head had been subluxing. This report filed september 17, 2009.